Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the haptic of the iol was found to be positioned above the anterior capsule, extending beyond the ccc margin, and the distal end of the haptic was distorted. Therefore, a lens exchange was performed in a secondary procedure.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The lens was returned inside of a small plastic bag. The lens was cut into pieces. Viscoelastic was dried on the lens. One haptic was broken in the gusset area and was nicked at the distal area. This may have been interpreted as the reported complaint. The other haptic was broken from the optic with optic material remaining on the haptic gusset area. The optic was cut into pieces with only one slice of optic returned. Associated products were not provided. It is unknown if qualified products were used. Both haptics were cut from the optic. One haptic distal area was nicked. This may have been interpreted as the reported complaint of "the distal end of the iol haptic was distorted". All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified products were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).